Manufacturer narrative:
The event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had their implantable neurostimulator (ins) explanted maybe (B)(6) 2020 due to infection, the caller really does not know. They stated someone who transferred them to technical services was able to find the patient in the system, however, technical services was unable to find the patient in the system. MRI compatibility was reviewed for stroke protocol.